Event description:
A facility reported a hakim valve was implanted in (B)(6) 2021. In mid february, the patient was not feeling good and on (B)(6) 2022 a revision surgery was done. The physician found that the joint part between the valve and the abdominal catheter was broken. Therefore, the valve was explanted and replaced. All parts were recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU, silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - lot 4088573 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; the silicone housing at the point where the connector should be is damaged crushed/torn (possible due to a hard knock), marks were also noted on the connector. The complaint is confirmed. The root cause for the issue reported by the customer could be due to the valve receiving a hard knock damaging the silicone housing and breaking of the connector.

Event description:
N/a